Event description:
In (B)(6) 2014 the reporter was involved in a car accident. While she was in the hospital her heart rate was monitored and showed bradycardic. Her doctor and a medtronic representative recommended a pacemaker for treatment. After seventeen days of refusing to have the surgery, the reporter agreed to have the pacemaker implanted. During a follow up appointment with her breast cancer doctor the reporter was referred to a cardiologist. Test were ran over the course of one year and the cardiologist determined that the reporter did not need the implant and it had never been activated since implantation. It was recommended to the reporter that it not be removed due to it being difficult, so it was just turned off. A few years later the reporter started to feel like she had no energy and was fatigued so much she did not want to get out of bed. Upon follow up with a cardiologist the reporter had an transesophageal echocardiogram and the test results showed all valves were affected. The tricuspid valve had multiple fenestrations. Reference report: mw5117675.